Event description:
It was reported at the 9 month follow-up appointment that there was a stent fracture. No add'l info has been obtained. The investigator assessment has not been received yet.

Manufacturer narrative:
(B) (4). Lack of info, films not received.